Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the tip broke off while being used during a procedure. As surgeon inserted bandage scissor into the uterus. She used the scissor to prevent trauma to the baby being born. When she went to close the scissor at the uterine wall-scissor snapped at the point of the bend. (About 1 inch from the tip of the scissor) and came completely disconnected from the rest of the scissor. Initially fell into the uterus but immediately retrieved. X-ray used to confirm no pieces of the scissor ended up in the patient. On (B)(6) 2016 customer reports no harm reported to baby, mother or doctor. No further information available.

Manufacturer narrative:
On 7/19/2016, integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - scissors in used condition, not showing any unusual markings. The returned scissors showing wear, staining, fretting and a broken tip. During the analysis of the instrument, it is noticed that there is staining within the finish and fretting at the hinge area. It is also noticed that there is black staining where the area of breakage is located. This type of damage is usually the result from improper processing/usage. The complaint report is confirmed. Device history evaluation - DHR review was completed with all history available. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.